Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited increased pacing impedance measurements greater than 2,000 ohms. Additionally the lead was exhibiting noise and increasing threshold measurements. The local area field representative reported there was no pacing inhibition or asystole. A revision procedure was performed and the rate sense portion of the rv lead was capped and successfully replaced. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.